Manufacturer narrative:
UDI: the part number is unknown. Therefore, the gtin is unknown. A UDI cannot be generated. (B)(6). The product code is unknown. Therefore, the brand name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The lot/serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during a total knee replacement surgical procedure, it was discovered that a (non-sterile) battery of the sagittal saw device fell out due to a defective catch, holding the cover of the battery device in place. It was further reported that the problem with the catches had been seen before but had never resulted in this type of incident. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that initial report of this is a duplicate of MFR# 8030965-2017- 10568. Reference MFR# 8030965-2017- 10568 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.